Event description:
Customer reportedly became ill after eating dinner one night and was nauseous. Caller reports that the customer was not eating very much due to feeling ill, but sometimes took normal amounts of her diabetic medications. The customer sometimes waited to take her medication due to feeling ill and sometimes she was given extra insulin due to customer's symptoms while not being able to test on the device. The customer was unable to test on the device due to incorrectly dosing the strip. Customer went to the dr and she tested 28mg/dl or 29mg/dl, caller was unsure. The customer was given an IV to 'flush her kidneys' and when her condition didn't improve, she was taken to the hosp where they determined she was in kidney failure and suffering congestive heart failure. Specific treatment received in the hosp was not provided. Qcs were used and fell within acceptable limits. Requested return of suspect device and replacement was sent.